Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during incoming inspection at the distributorship that the item was missing from the packaging. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. UDI#: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product noted the product is not within the package and the package was cut open at one end. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.